Event description:
It was reported that the healthcare provider (hcp) was treating a patient with botulinum toxin who had dbs procedure in 2002 due to cervical dystonia. Since the implantable neurostimulator (ins) was not effective in improving symptoms and/or the lead was not implanted in the right spot, it has been turned off since 2003. The entire system (electrodes and battery) remains in the patient. Additional information was received reporting that since the patient was implanted in another clinic, the hcp has no further information.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.